Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported his adc freestyle libre sensor produced lower results than he was feeling. Customer further reported that on (B)(6) 2017 at approximately 12:00 pm he received a reading of 40 mg/dl from his sensor so he drank a couple of glasses of juice and cola, but the reader did not show higher readings, so he then self-administered a glucagon injection. Customer subsequently called the paramedics who transported him to a hospital. At the hospital, a reading of 895 mg/dl was received on a hospital meter. Customer was diagnosed with hyperglycemia and treated with ¿12-16 units¿ of rapid-acting insulin. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre sensor produced lower results than he was feeling. Customer further reported that on (B)(6) 2017 at approximately 12:00 pm he received a reading of 40 mg/dl from his sensor so he drank a couple of glasses of juice and cola, but the reader did not show higher readings, so he then self-administered a glucagon injection. Customer subsequently called the paramedics who transported him to a hospital. At the hospital, a reading of 895 mg/dl was received on a hospital meter. Customer was diagnosed with hyperglycemia and treated with ¿12-16 units¿ of rapid-acting insulin. No additional treatment was required. There was no report of death or permanent injury associated with this event.